Manufacturer narrative:
The investigation into the low pump flow and the limb ischemia irreversible issue has been completed since the original report was submitted. The device was not returned for investigation. Based on clinical description and data review, the root cause of low flow was most likely due to patient condition. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 59-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support, there were suction alarms. Additionally, a distal perfusion catheter was placed on the impella leg to help with diminished flows. The patient continued to decline and the impella was removed. There were still no flows on the impella leg post removal. The staff did a surgical repair to establish flows.